Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to procedure, oversensing was observed. Externalized conductors were noted on x-ray. Lead was capped and replaced. Patient's condition was stable. No further information was available.